Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient with trace diffuse lamellar keratitis (dlk) superiorly near the hinge in both eyes. Vision was 20/20 in both eyes. There was also light opaque bubble layer (obl) at the limbus and conjunctiva in both eyes. All flaps looked great. Surgeon increased topical steroids and dlk resolved. This report captures the event for patient 2 of 2.